Event description:
It was reported that lead integrity alert (lia) was triggered for lead impedance out of range, noise on the right ventricular (rv) channel but the patient did not hear the alert. It was noted there was possible fracture. The lead was abandoned and remain in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).